Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007782, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007782 was manufactured according to the work instruction (wi) version 97 and manufactured in the line m14 on 17/jun/2024, with a total of (B)(4) units. An extended for tape delaminated was performed for the outgoing test 8(g). The sub-assembly: welding of the lot 4f02614 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 15/jun/2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f02616 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 16/jun/2024, with a total of (B)(4) units. The sub-assembly: gluing of connector of the lot 4f02636 was manufactured according to the wi version 37 and manufactured in the line # l-3, on 15/jun/2024, with a total of (B)(4) units. The sub-assembly: gluing of connector of the lot 4f02637 was manufactured according to the wi version 37 and manufactured in the line # l-3, on 15/jun/2024, with a total of (B)(4) units. The sub-assembly: gluing of connector of the lot 4f02638 was manufactured according to the wi version 37 and manufactured in the line # l-3, on 16/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was blockage at the site which occurred on (B)(6) 2025. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.